Event description:
When injecting pt with bovine collagen the adg needlw totally disengaged. There were no injuries, but this medwatch is being submitted because when this event recurs an injury could occur.